Manufacturer narrative:
Although it is unknown whether the device contributed to the reported event, we are filing this MDR for notification purposes only. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent magerl procedure. Reportedly, the surgeon suspected the allergy reaction in the patient as eosinophils value was up. Post-op infection was observed. Post-op, metal allergy was suspected. Patient underwent revision surgery for cleaning due to infection.